Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.